Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number? What is physician's opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure site/location, symptoms and diagnostic confirmation? Results of mesh removal? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2016 for proven urodynamic stress incontinence and the mesh was implanted. Postoperatively, the patient experienced a discomfort in left groin which did not abate with nsaids. It was also reported that the option of continuing to manage conservatively with risk of chronic discomfort versus risks of removal and a return of incontinence symptoms was discussed and the patient opted for the latter. The patient underwent a mesh removal procedure on (B)(6) 2016 and a sub urethral portion along with a right wing of mesh was removed without event. It was unable to remove all of tape on left. Additional information has been requested.